Event description:
Patient reported "rupture" confirmed via ultrasound. Healthcare professional later reported "changes in shape and density. Ultrasound found an implant rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.